Event description:
Reporter indicated surgery would be performed because the pt's vns generator was "eroding through the skin". Further investigation indicated that the generator was protruding and migrating. During surgery, the reporter indicated drainage and infection were found. The generator and part of the leads were explanted as a result. The pt is currently being treated with antibiotics.

Manufacturer narrative:
MFR confirmed sterility before shipment.